Event description:
It was reported that the pt arrived home from school on (B) (6) 2009, and reported to his father that he could no longer hear. He denied any head trauma or falls while at school. The pt's external equipment was all exchanged at home and he still reported no sound. The pt was then brought to the clinic to see his audiologist. Testing showed that all electrode channels had hi impedance and no ground path impedance could be measured.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.